Manufacturer narrative:
Concomitant medical products: w4tr03 crt-p, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the current configuration on the left ventricular (lv) lead measured high impedance with high threshold. Different vectors were tested which also showed loss of capture and a lower impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.